Event description:
It was reported that the patient came to the emergency room due the sounding of tones from the pacing system. A transmission noted the right ventricular (rv) lead triggered an alert for low impedance from rv tip to coil. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 lead, implanted (B)(6) 2014. (B)(4).